Event description:
It was reported that during testing, the emergency button of the external pulse generator (epg) was pressed and the epg would display a higher output than was shown on the testing unit. It was recommended that the epg be returned for service. There was no patient involvement. It was further reported that the epg has been returned.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output measurements of the device were incorrect; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that the calibration data was corrupt. After the device was calibrated, proper operation was verified on the bench for both pacing and sensing. Conclusion: could not confirm reported event due to device was inoperable. The issue found during service and repair was confirmed, the device would not power up. Failure caused by corrupt calibration data stored in a circuit component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.